Event description:
The following has been reported: the pump has a cracked case and a pump problem. The pump has been reset and cleaned by the biomed who tried soaking the pins in alcohol for about 20 minutes, then ran a test infusion at first at 0.5ml/hr and 1000ml/hr for at least 15 minutes. No reported stopped infusions or patient harm. Biomed unable to retrieve logs. The device was returned for investigation. Upon review of log files during investigation, it was confirmed that the pump problem seen was a valve 2 leak that was quite high (~.8). This pump also has physical damage so investigator was unable to perform a mock infusion. Reporting as a conservative measure. No adverse effects were reported.